Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient's ipg is at the end of its life. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action this time.

Event description:
A report was received that patient's ipg is at the end of its life. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient's ipg is at the end of its life. The patient will undergo an ipg replacement procedure.